Event description:
As reported, in an upper extremity av fistula procedure, a portion of the device separated and embolized. It was reported that the balloon "blew apart"; however, it was not clear if only the balloon shared off or a larger portion of the catheter became separated. Several attempts were made to retrieve the separated material using a snare; however, it traveled to the heart and the pt arrested. It was reported that the device was being used off-label due to the type of procedure being performed.